Event description:
New information received noted the patient presented remotely via merlin.net where the issues were observed.

Event description:
It was reported the patient presented with a pacemaker that exhibited inappropriate mode switches, the atrial lead oversensed noise which triggered pacing inhibition and pacemaker mediated tachycardia (pmt), and the right ventricular lead oversensed noise. The left ventricular lead was previously programmed off due to a malfunction that was not specified. No changes or intervention was reported for the pacemaker, atrial lead, or right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.